Manufacturer narrative:
As a result of the device investigation, olympus has concluded that the damage to the device was likely caused by improper handling. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: ·important information ¿ please read before use. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
Device was received and during inspection the device c-body (control body) forceps cover glue was observed to be peeling. The identified parts were replaced, device was repaired. Once completed the device was tested and passed required testing and specifications. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
During an asset return the device was found with c-body cover glue peeling. There was no patient involvement on this event reported. No user injury reported.